Event description:
Reportedly, during implantation, high ventricular impedance was measured with the psa. The physician decided to remove the lead and observe that the screw had difficulties to extend.